Manufacturer narrative:
The balloon catheter was returned in a deflated state. Blood was present in the balloon and distal outer. The system was pressurized to locate the leak. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located .05 centimeters from the proximal end of the proximal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of this complaint can be attributed to operational context.

Event description:
It was reported that during a percutaneous transluminal coronary rotational ablation a balloon rupture occurred. The 90% stenosed unspecified target lesion was moderately tortuous and calcified. The lesion was successfully ablated and then the 20x2.25mm quantum maverick monorail balloon catheter was advanced to the lesion. The balloon was inflated the first time to 29 atms and ruptured after 5-10 seconds. The device was successfully removed and the procedure was completed with a different device. No pt complications were reported with the pt's current condition listed as "good".